Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a -13 d implantable collamer lens into a 38-year old patient with pre-op condition of lattice degeneration. Approximately one week postoperatively retinal detachment was observed. The patient underwent retinal repair with silicone oil and developed cataract. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.